Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm on (B)(6) 2025 correlating to the system¿s power-a line. An intermittent power-a line fault began at 10:26:40 and escalated to a driveline power fault alarm at 10:30:28. The alarm remained active until the end of the log file at 10:50:43. The driveline was disconnected to exchange the system controller and modular cable, and the observed alarm within the log file did not prevent the system from operating as intended. The system controller (serial number (B)(6) was not returned for further testing. The alarm cleared after the modular cable and system controller were exchanged. All relevant information relating to the controller for this complaint was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on (B)(6) 2022. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in clinic with a driveline power fault alarm. It was noted that the patient had rescue tape applied to the driveline proximal to the modular cable. The event log file recorded a driveline power fault associated with an (f4) pwr_a_broken on (B)(6) 2025 at 10:30:28. The motor function was not affected by this event. X-ray images were submitted for evaluation which appeared to show some unusual bends near the exit site. The system controller and modular cable were exchanged, and log files were submitted from the new controller. The log files indicated that the driveline power fault a resolved.